Event description:
It was reported by the patient that their lower lead was not "reporting as strongly as the doctor would like" and it was recommended to have a lead replacement. It is unknown whether the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the PMA/510k number cannot be determined. (B)(4).